Event description:
When removing the catheter and snare after failing the retrieval of the filter, the inspection of material showed the marker was missing. Fluoroscopy showed the marker was free in the vena cava and quickly migrated to the right lung.